Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe with tip protector in a bag was received for the report. The sample was visually inspected and found to be nonconforming with clear/yellow foreign material inside on the needle. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for cut and conforming for actuation. The probe was disassembled and the components inspected. Nominal wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Excessive adhesive at cutter/coupling bond joint. Wear marks at bend area on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the complaint evaluation does not confirm an actuation failure and indicates a cut failure. The exact cause of the cut failure cannot be determined from the evaluation performed. However, a manufacturing related potential contributor factor was identified, excessive adhesive at the cutter/coupling cannot be ruled out for the actuation failure as reported. No further investigative or manufacturing actions are warranted at this time as probe was conforming for actuation and the exact root cause of the cut failure could not be determined; however, a non-conformance record was opened to trend the defect of excessive adhesive at the cutter/coupling. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during simultaneous cataract vitreoretinal surgery, while product use, the rotation efficiency of the cutter decreased. The surgery was completed after replacing with the same product. There was patient contact with suspect product but no impact to the patient.